Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the device. Lymphadenopathy: unable to observe as it is not related to the device. Rupture/silicone migration: observed broken device assessed as unidentified (tear) opening. (Shell thickness was within specification). No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported capsular contracture baker grade ii, rupture and silicone adenopathy in the axillae also confirmed via ultrasound. Later, healthcare professional reported capsular contracture, baker grade iii. This record is for right side. The device was explanted and replaced with another manufacturer's device.

Event description:
Later, healthcare professional reported capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b1, b3, b5, d9, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported capsular contracture baker grade ii, rupture and silicone adenopathy in the axillae also confirmed via ultrasound. This record is for right side. The device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture, seroma-late, migration.